Event description:
Account reported that during an intervention on lad artery, resistance was met while advancing a stent through the guideliner. As resistance was met, the physician checked placement under fluoroscopy and found that stent was only partially past the metal collar of the guideliner. Due to resistance, the physician removed the stent. When the stent catheter was removed, the physician noticed that the stent had come off the balloon. The physician then removed the guideliner, but still did not see the stent. The physician was unable to locate the stent using fluoroscopy, and removed the guide catheter, sheath and guidewire. After all equipment was removed, the procedure was stopped.

Manufacturer narrative:
Manufacturer's investigation was unable to determine or conclude a probable root cause of this event, as the extent of the damage to the returned product made it difficult to determine what occurred during the incident. The returned guideliner was received in a condition which made evaluation near impossible, and therefore no conclusions can be drawn. During manufacturer's follow-up, the account confirmed that the patient had not presented with any new symptoms since the event.